Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5148909.

Event description:
It was reported that a patient presented with inappropriate shock due to suspected damage to the lead. No intervention or adverse patient consequences were reported.